Manufacturer narrative:
The event date was not reported therefore the aware date was used instead.

Event description:
It was reported that the implant did not seal and thrombus was noted. A left atrial appendage (laa) closure procedure was performed. A watchman laa closure device was implanted in the laa of the patient. It was reported via social media that at an unknown time "the closure device in the patient leaked and formed a blood clot." The patient was reported to be back on blood thinners.